Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufacture date: july 23, 2021 - july 27, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) vial-mate adapters leaked at the point of connection between the vial and the adaptor. These issues were identified during setup and preparation. To resolve this issue, vial-mate adapters from a different lot were used with no issues. There was no patient involvement. No additional information is available.